Event description:
The hos preported that during preparation for a coronary artery bypass graft surgery, first heartstring seal cracked while loading the seal into the delivery tube and the second seal did not deploy out of the delivery tube. The surgeon used a third heartstring seal to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.